Event description:
An alice nightone device was returned to a third-party service center due to an allegation the device kept shutting off. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at third-party service center, it was observed that the spo2 is damaged, spo2 cable insulation was damaged, wires were exposed, splitting wires were exposed, cut cable in the device, bottom enclosure is broken, the battery door is missing, and the auxilary door is damaged. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.